Event description:
A pump motor stall was reported. The pt did not have an MRI. Interrogation revealed the stall had occurred on (B)(6)-2010. The pump stall was recovered, however, it was stated that "the reservoir was full," but was not. It was also noted that some default settings such as a "re-set clock" and "refill" had occurred, however, was also not the case. The pt experienced weakness, chills, and possibly withdrawal. The pump was explanted and replaced. The medications that were administered by the pump are as follows: hydromorphone (2mg/ml 1.7995 mg/day), bupivicaine (40 mg/ml), and compounded baclofen (300 mcg/ml). The daily dose amount was 0.04 mg/day. The pt's outcome on (B)(6)-2010, was resolved without sequela. The explanted pump was inadvertently sent by the hospital to a medical waste site vs. Returned to the manufacturer. Analysis of the explanted device was not possible.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient involved with a clinical trial receiving hydromorphone (2mg/ml 1.7995 mg/day), bupivacaine (40mg/ml) and, compounded baclofen (300mcg/ml) in an implantable pump for malignant pain and other carcinoma. The patient experienced possible withdrawal symptoms. Dosing changes: (B)(6)-2010: : compounded baclofen (3000mcg/ml, 1839.9999 mcg/day), hydromorphone (7.5 mg/ml), and bupivacaine (15mg/ml) (B)(6)-2010: hydromorphone (2mg/ml, 1.7995 mg/day), bupivacaine (40mg/ml), and compounded baclofen (300mcg/ml); pa enabled. Pa dose: 0.04 mg/day